Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the apex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during an unknown procedure, when creating the gastric pouch the surgeon felt that the device was harder to fire than usual but staple line was okay. When creating the small bowel entero-enterostomy it took more force to cut and staple with white reload (that is always used in lgb on small bowel) than usual. The staple line was improper and not adequate; staples were for 90% malformed. Problem was solved with suturing the staple line. There were no adverse consequences for the patient.